Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. Customer primed the tubing to address the issue. There was no adverse impact to the customer's blood glucose level.